Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported by the contact that the customer received multiple temperature alarms while the pump was charging. The customer's blood glucose level was not impacted. The customer will use manual injections to manage diabetes.